Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified leak was reported which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leaking final bag that led to this alarm. During the follow up with the renal therapy services (rts), it was reported that the bag was empty and they could not confirm if the solution was leaking from hole in the bag or the connection to the bag as there was nothing left in the bag to help determine one or the other. There was solution on top of the other bag it was lying on. Rts advised to contact nurse to inform about the alarm, being connected and incomplete therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.